Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, first and second inflation were performed at 6atm, however the balloon ruptured upon third inflation at 8atm. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.